Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision hip surgery due to loosening of the stem. Patient was in severe pain.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed following review by a clinical consultant. Corrosion of the accolade stem was also confirmed following material analysis. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), the inspection noted: dark colored debris was observed on the trunnion of the stem. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. Dimensional inspection: the device was found to be dimensionally within specification as per (B)(4). A material analysis has been performed. The report concluded: debris was observed on the stem trunnion. Eds was performed on the stem, head and discoloration. The stem was consistent with tmzf alloy. The discoloration was consistent with a corrosion product from the head. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: as such, no procedure-related issues are evident from the arthroplasty. Patient had a spinal fusion history, sometimes this may interfere with hip functionality but there is no medical info to further detail this. The mar confirms some corrosion, but then, this is fairly normal after many years in-vivo service. The mar thus also provides no clues to the failure mechanism. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: sometimes medications have adverse effect upon bone ingrowth, similar to smoker status and several more medical comorbidities about which there is no info. High age alone is no cause for implant fixation failure. As such, there is no adequate info to solve this case. More clinical information would be required. Further information such as additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Revision hip surgery due to loosening of the stem. Patient was in severe pain.